Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report # 1627487-2018-11975. Reference MFR. Report # 1627487-2018-11977. It was reported the patient experienced a loss of stimulation due to being unable to increase the amplitude. Multiple programming attempts were unable to resolve the issue. Surgery was undertaken wherein the leads and the ipg were explanted and replaced. The ipg was replaced due to constantly shutting off. Postoperatively, the patient was experiencing effective therapy.